Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('abnormal bleeding general (heavy bleeding)') in an adult female patient who had essure (batch no. 713451) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included diabetes, blood pressure high, breathing difficult, thyroid disorder nos, anemia, blood transfusion, heart disorder, dysfunctional uterine bleeding, hirsutism and dysmetabolic syndrome. Family history included hypertension, hypercholesterolemia, diabetes, ovarian cancer and osteoporosis. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced abdominal pain lower ("abdominal pain lower/cramping"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes), oophorectomy and ablation). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dyspareunia and abdominal pain had resolved and the vaginal discharge and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepant information about essure confirmation test mentioned as plaintiff does not undergo essure confirmation test as well hysterosalpingogram performed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: the uterus is normal in contour. No tilling detects. The essure devices are in place. There is free spill of contrast into the peritoneal cavity bilaterally. Lot number: 713451 manufacturing date: 2010/02 expiration date: 2013/02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2020: pfs received: reporter, patient demographics, medical history, family history were added. Lab data added. Updated outcome of event as dyspareunia as recovered. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('abnormal bleeding general (heavy bleeding)') in an adult female patient who had essure (batch no. 713451) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and abdominal pain lower ("abdominal pain lower/cramping"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), oophorectomy and ablation). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia and abdominal pain had resolved and the dyspareunia, vaginal discharge and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.2 kg/sqm. Lot number: 713451 manufacturing date: 2010/02 expiration date: 2013/02 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('abnormal bleeding general (heavy bleeding)') in an adult female patient who had essure (batch no. 713451) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and abdominal pain lower ("abdominal pain lower/cramping"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes), oophorectomy and ablation). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia and abdominal pain had resolved and the dyspareunia, vaginal discharge and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.2 kg/sqm. Most recent follow-up information incorporated above includes: on 20-sep-2019: pfs received. Previously reported event "injury" was updated to abnormal bleeding (vaginal. Event s; pelvic pain, abnormal bleeding general (heavy bleeding), menorrhagia), dyspareunia (painful sexual intercourse), vaginal dyspareunia (painful sexual intercourse), pain, vaginal, abdominal pain ,lower abdominal pain were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.